Manufacturer narrative:
Concomitant medical products: product ID 3389-40, lot# j0313885v, implanted: 2003-(B)(6), product type lead, product ID 748251, serial# (B)(4), implanted: 2002-(B)(6), product type extension, product ID 3389-40, lot# j0230929v, implanted: 2002-(B)(6), product type lead, product ID 748251, serial# (B)(4), implanted: 2002-(B)(6), product type extension, product ID neu_ins_stimulator, (B)(4), product type implantable neurostimulator. (B)(4).

Event description:
It was reported the patient had an infection. It was noted the implant on their right side was taken out in 2012 due to an infection. It was noted the patient was diabetic. It was stated they had ¿put it in 3 times and each time it got infected.¿